Event description:
A user facility reported eight patients with decentered intraocular lenses (iol) following iol implant surgery. In this event the physician noted a damaged haptic when the lens was initially implanted in 2008, and elected not to remove it. Subsequently the surgeon noted the lens was dislocated in 2009, and replaced it with another iol. Additional information has been requested. This report is for the sixth of the eight patients.

Manufacturer narrative:
The lens was not received by the manufacturer for analysis. Additional information has been requested from the physician without success. The product met manufacturing specifications prior to release. While we are not able to determine the cause of this event, our observation reasonably suggests it is not manufacturing related. Iol not received for analysis